Event description:
The ipp was implanted in 2000. Info received 6 weeks later "why penis was bending to the right." Now, pt said, "scrotum has been swollen and it hurts a lot. This pump is upside down, impossible to use, and is providing, sticking out, on the side of the scrotum and that hurts." Apparently pt is totally dissatisfied with the device.